Event description:
After a coronary drug eluting stenting treatment procedure, a hypersensitivity reaction may have occurred. In 2004, the patient had a taxus express2 drug eluting stent placed in an unknown vessel. After placement of the taxus stent the patient complains of "terrific itching" that they "can't ignore" and that when scratching they bled quickly on arms. In addition, patient is not satisfied with how their physicians are handling the itching. It is noted that a similar reaction occurred after a stent placement in 2001.